Event description:
A customer contacted beckman coulter inc., (bec) and reported that they discovered a leak coming from the top of the liquid waste drawer while samples were being processed. The issue is associated with the unicel dxi 800 access immunoassay system. The customer noted that this instrument is plumbed directly to a floor drain and does not use the internal liquid waste containers. The leak did reach the floor, but was able to be contained with blotting pads. The laboratory personnel was wearing proper personal protective equipment (ppe). No harm or injury was reported by the user. The customer did not seek or need medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse walked the customer through replacing leaking tubing to the rear waste pump via phone. The customer primed the system and observed for leaks; no leaks were noted. The fse called the customer back later the same morning, and no further leaks were reported. Hardware is the root cause for this event. (B)(4).